Event description:
Ten years following bilateral intraocular lens (iol) implant surgery, a surgeon reports that a patient's visual acuity has decreased. The surgeon has also noted "milky lens" and iol opacification. Additional information has been requested. There are two medical device reports for this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 03/20/2009.